Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed pump error 25, pump error 23, and power loss. The insulin pump was exposed to a magnetic field. The customer had issues with the insulin pump not holding charge. The customer was receiving alerts to change the battery and one time the insulin pump shut off. Customer's blood glucose level was 228 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.